Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's battery was moving around more than it used to and had at times moved up and over the collar bone. It was reported that the battery was sore to the touch and that the lead felt as if it had loosened. The pt experienced some "freezing" of the muscles and tremor that began after the battery moved. Additional info has been requested from the hcp, but was not available as of the date of this report.